Event description:
It was reported that during a da vinci surgical procedure, it was observed that the monopolar curved scissors was dull. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's blades cut test failed however there was no blade damage. The instrument was placed on an in-house system for latex cut test and the scissors did not cut cleanly through .006 of latex. The latex got snagged at scissor tips. The blade edges were undamaged, however the edges exhibited wear at the tips negatively affecting cut performance. Decreased cable tension and/or belleville spring force may also contribute to poor cutting. The instrument passed electrical continuity testing. Failure analysis investigation also found the instrument's tube extension's pad printing to be removed. The area that has been removed is located closer to the distal clevis hub which measured roughly .432 x .440. Failure analysis concluded that the damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.